Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 280 (mg/dl). Customer administered boluses and insulin injections to treat bg levels. Reportedly, customer uses humalog insulin in the pump cartridges for 3 days, and experienced the elevated bg levels on the third day of cartridge use. Customer believes that elevated bg levels are due to the off label use of humalog. Customer indicated that they will contact their health care provider to work on changing their humalog prescription for cartridge changes every 48 hours as labeled.